Manufacturer narrative:
Combination product: yes. The returned instrument was subjected to a detailed technical analysis and the corresponding product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The technical investigation revealed that the balloon is well folded and shows no signs of inflation, but contrast medium residue was observed in the inflation lumen which implies application of negative pressure. Stent imprints on the exposed balloon surface indicate that the stent was properly crimped in between the two radiopaque markers. The stent was returned separately and is severely deformed on one side. Review of the product release documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. As a part of final inspection every stent system undergoes visual inspection to ensure correct embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent and the stent retention force of a defined amount of samples is tested from every lot. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be determined. The root cause for the complaint event is most likely related to the handling during the procedure, i.e. Application of negative pressure prior to placement of the stent across the target lesion which is warned against in the IFU.

Manufacturer narrative:
Combination product: yes.

Event description:
An orsiro drug-eluting stent system was selected for treatment of a mildly calcified lesion in the mildly tortuous lad. The device was introduced into patient but was withdrawn without deploying the stent. After withdrawal it was noticed that the stent was not on the balloon. X-rays appear to show it sitting on the wire in the radial/ brachial artery. The entire system was removed all in one as the stent was suspected somewhere in the guide system.